Manufacturer narrative:
The t:slim g4 system user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 317 mg/dl and was addressed by the customer taking a manual injection. During troubleshooting with tandem technical support, the customer changed the cartridge and infusion set. Reportedly, the customer was using apidra insulin. It was indicated that the customer would use novolog insulin.